Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the longest the patient's device stayed on was 13 minutes. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the consumer did not know how to use the device or how to keep it on. It seemed to go off and they had to start over again. It was reported that they just kept pushing buttons. It was confirmed that the consumer had the manual available and they had read it. When the consumer knew it was not working because they were not feeling stimulation, they had to go on and push buttons to get it to work again. The call agent attempted to get clarification and the consumer reported that they would see the flashing green light then the light would stop flashing, the screen would go dark, and they would have to start again 7 minutes later. One time it stayed on for about 1 hr and it worked for about 1.5 hrs. Usually it did not work for a half hr when the screen went off. The consumer stated that as long as the green light was flashing they knew the ins was on. The consumer reported that they were sure that they were pressing the wrong button. These issues started a couple of week ago. The patient charged it but it did not stay very long. The patient programmer was used during the call and it showed "settings cannot be changed with ins off." With help from the call agent, the consumer was able to turn the ins on. The consumer saw 5.6 and 5.8 which were fine. The consumer reported that they just needed someone to show them how it works. The patient was directed to their hcp to schedule an appointment with a manufacturer representative for review of equipment use. No further complications were reported. Additional information was received from the patient. The patient stated that their stimulation doesn¿t work. They had not notified their managing physician. They noted that stimulation will be on for 3-4 minutes and then it will shut off. The patient stated that the green light is off on the controller, and they have to turn the stimulation back on. However, it just shuts off again. The patient programmer showed that stimulation was on at the time of the report. They indicated that they will be on group a, which shows program 1 and 2. The patient stated that the stimulation will be on for 5-7 minutes before shutting off. They added that it won¿t come back on unless they turn it on with the controller. The patient noted that when stimulation is on, it is a great help. They mentioned that the stimulation will shut off even when the ins and controller are charged to 100%. They added that the device is new, and they weren¿t really given an explanation on it. The patient was redirected to follow-up with their healthcare provider.